Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the device was inserted on (B)(6) 2019 in cephalic vein left arm. Device cutted at 43 cm and placed as hospital's procedure. After IV infusion therapy, in the hospital, to date (B)(6) 2019 the clinician said the IV liquid come outside from exist site. The clinician decided to take out the catheter and was visible , at 15cm, a clear lienar lesion at the catheter. The patient was able to administer the IV therapy with a second PICC.